Event description:
Reporter indicated that pt was permanently hoarse following vns implant surgery. Investigation to date has been unable to determine whether the hoarseness was permanent or temporary or whether the pt was diagnosed with vocal cord paralysis.